Event description:
The customer reported that bellavista 1000 us turned off while in use on patient. There was no patient harm reported with this event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log files has been sent and vyaire technical found that vent was turn off at 19:24 and then back on again at 19:54 where it was then left in standby mode until 2312. Does not appear that vent failed in anyway. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: the root cause of the reported issue was not determinable. No failure was detected as the unit functioned as designed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.